Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been in the 200-300 range in the evenings and then would return to target range during the night as the basal rate increased. The customer would deliver a correction bolus via the pump when the bg level was high. The customer thought that the basal setting needed to be adjusted and was to discuss the setting with a healthcare provider.